Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were observed. Leak testing was performed and no issues were observed. Assembly of the titanium adapter and sleeve was performed to verify the titanium adapter threads onto the titanium sleeve and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the titanium adapter and non-vantive catheter; further described as "the catheter can be pulled out after connecting to titanium adapter." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.